Event description:
Surgeon was using the proximate pph03 stapler from the hemorrhoidal procedure set and reported the stapler misfired. After repeated attempts to get the stapler to fire, the staple gun was opened and removed from the field. The procedure was completed without use of the staple gun. Some staples had been inserted into the mucosa and some squeezing of the plate of mucosa by tying the purse string was still present, but no excision of this plate of mucosa that would bring the hemorrhoids up was achieved. The patient tolerated the remainder of this procedure well without further complications.